Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the phenomenon occurred due to printed circuit board failure. In addition, there was a design change to this product implemented in april 2018. Devices that include the design updates began shipment on or after june 13th, 2018. The subject device of this report was manufactured prior to the design change (see h4). As this is the case, the phenomenon also likely occurred due to a failure of the operational amplifier.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to a faulty patient board. There was no image found on 180 scope series. No issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported video connection issues on a video system center. The image freezes on scopes 180 series. The issue occurred during preparation for use of the device. No patient injuries were reported. No additional information has been obtained.